Event description:
A nurse reported a patient who was skin tested in the forearm on 19 june 1999. On 21 june 1999, the patient developed swelling, redness, and itching at the test site. "Test site became very red, swollen and infected requiring lancing at hospital, lymph nodes swollen in same arm. Antibiotics given." The local symptoms were probably product related, according to the physician. The patient developed non-local symptoms-swolen lymph nodes in same arm on 21 june 1999. The systemic symptoms were possibly product related, according to the physician. The patient was treated with antibiotics orally, which were effective.